Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that for about "the past 2-3 weeks" the patient noticed when they are requesting a bolus, the handset is lagging at 90%. Technical services (ts) reviewed data and assisted the patient in deleting data. The patient would call back if they needed further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid.  Continuation of d10: product ID a820product type software, software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they needed to empty the storage on their phone because in the past couple of weeks, it was hanging up when they went to give themselves a bolus. The agent walked the patient through clearing the data on the handset which resolved the issue. The patient mentioned they got 1 bolus per day.